Event description:
On november 9, 2004, the patient contacted lifescan alleging that she had stopped using her one touch ultra meter, as it would not power on. The patient reported visiting her physician's office after taking a glucophage tablet. The physician changed her medication from glucophage to gluipizide twice a day and actose once daily. It is unknown if the patient tested her blood glucose level; however, a result of 314 mg/dl was obtained on her nutrition class's meter. No treatment was specified. The customer care representative verified that she had been using the correct type of test strips. The meter powered on by pressing the power button; however, the meter would not power on with the insertion of a test strip. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.